Event description:
It was reported that two days post implant, a right ventricle perforation was noted. The lead was explanted and replaced with an epicardial lead, and the perforation was managed by surgery. No further patient complications were reported as a result of this event.